Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic, increased pacing threshold and decreased sensing was observed on the atrial channel. No capture was seen at stimulation threshold. The physician elected to replace the lead and the patient was stable following.

Manufacturer narrative:
A partial lead was returned in two pieces for investigation. An external insulation abrasion breaching the outer insulation was found 4.5cm - 5.0cm from the distal tip of the distal portion of the lead consistent with friction to another device or feature of the heart. This is consistent with the observation from the field of capture failure and decreased sensing.